Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 434 mg/dl and a correction bolus was used to address the bg level. As the customer was not receiving an occlusion alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.